Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. As received, the battery charger/modem was unable to fully power on. Upon evaluation, the battery charger/modem exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. Additionally, there was contamination on the battery pca. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that the charger was unable to power on.